Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on the available information, a cause for the reported mitral stenosis (no treatment) could not be determined. The reported death (cardiac death) appears to have been a cascading event of the mitral stenosis. Additionally, mitral stenosis and death are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the patient death. It was reported that the mitraclip procedure was performed on (B)(6) 2021, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1-2. The patient expired on (B)(6) 2021. Per the physician, the clip left the patient with a higher gradient pressure upon waking up and, therefore, the patient suffered from mitral stenosis. No additional information was provided.